Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was no longer receiving the medication and was having severe pain. No further complications were reported.